Manufacturer narrative:
Updated fields: b4, d9, e1(event site telephone, event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure tubing was also returned. A portion of the extracorporeal was cut from the iab and not returned. The optical fiber was found to be broken within the catheter tubing near the y-fitting approximately 76.2cm from iab tip. Additionally, the inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use of getinge intra aortic balloon (iab), the customer called requesting assistance with a fiber optic sensor failure alarm. The pump was working fine till the alarm displayed and afterwards there was no arterial waveform. Troubleshooting action calibration was suggested and performed successfully. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : h6 (type of investigation).